Event description:
Literature was reviewed regarding the need for permanent pacemaker implantation (ppmi) after transcatheter aortic valve implantation (tavi) in patients with bicuspid aortic valve (bav) anatomy. Overall, the study encompassed 300 bav patients who underwent tavi with either a medtronic evolut pro (n = 14) or a non-medtronic (n = 286) valve type. The authors noted the following post-tavi observations: more than one transcatheter valve implanted (unspecified reasons), expansion ratio values suggestive of valve frame under-expansion, need for balloon post-dilation, and ppmi. However, none of the evolut pro recipients required ppmi after tavi.

Manufacturer narrative:
Citation: yin y, zhao z, qiao x, et al. Anatomical variations in permanent pacemaker requirement after tavi in bicuspid anatomy. Eur heart j cardiovasc imaging. 2026;27(2):274-286. Doi:10.1093/ehjci/jeaf270 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.